Event description:
Had the novasure ablation procedure when I was (B)(6) for heavy periods. Became deathly ill with severe, excruciating pain, partial loss of hearing in both ears. Took many doctors, emergency, and specialists visits to find out I had post ablation syndrome (nearly a year). Doctor and hospital where I had this done gave me a hysterectomy on them because the side effects were so severe. The hysterectomy did not stop the side effects. I am now (B)(6) and filing for disability because I can barely function most of the time. I have all over pain, some that can be helped with pain medicine, other pain that it wouldn't matter how much pain medicine you took, it will not go away and is so excruciating that I can't even get out of bed. This procedure has ruined my life. The novasure device is not safe. If the hysterectomy would have stopped the symptoms that would have almost been acceptable. I have found hundreds of other women with the same issues as I have after having the novasure procedure. You dropped the ball on this one, FDA. Fix it! Do not let them use this device on even one more woman. It has ruined our lives with no prospect for it to get any better, just worse. This procedure not only causes continual pain, but effects every tissue of your body, including your memory and ability to concentrate.